Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set changes were performed to resolve the alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was using fiasp insulin within cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.